Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically a possible dry actuation of the ar-12990 batch 15051078 outside of the surgical site. Direction for use (dfu) to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation was not confirmed. The received instrument, ar-12990 batch 15051078, was evaluated and functionally tested, and no evidence of the failure was encountered.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion kept breaking disposable needles they tried different ones, and it kept happening. There was no case or patient involved. Additional information was provided on 12/28/2024 via (B)(4) where the sales representative stated that the trap door of the scorpion is breaking off the pointed cutting tip of the knee scorpion needles when capturing the suture that it deploys. Additional information was provided on 02/07/2025 via phone, where it was reported that the needles were being broken off inside the patient and were able to be retrieved. This occurred during a quad acl knee scope. There was a minimal delay in the case while using a grasper to retrieve the fragments however it is not believed that additional anesthesia was administered.